Manufacturer narrative:
Supplemental medical device report is being filed to correct the safety narrative, device usage. Incorrect device usage from asku is being changed to initial use and safety narrative updated as per article. The manufacturer internal reference number is:(B)(4).

Event description:
As reported the prospective study of contact lens daily wearer and extended wearer was performed, in which out of 76 patients 58 patients have experienced corneal inflammatory events (cie) which includes contact lens peripheral ulcer (clpu), infiltrative keratitis (contact lens acute red eye, contact lens associated infiltrative keratitis, asymptomatic infiltrates, asymptomatic infiltrative keratitis, or scattered infiltrates) and phlyctenular-like condition defined as limbal edema with adjacent, but localized, corneal edema and infiltrates. Mixed, conditions where two of the three listed above were present simultaneously. The treatment medication included steroid and antibiotic combination, followed by antibiotic only or steroid only. The outcome of the events were not reported. No further information is available.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. Prior to product release, all chemistry and microbial finished product results, environmental, utility records and sanitization records were reviewed. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: no sample or lot code was returned; therefore, lot specific evaluation cannot be completed, at this time. All lens care products undergo microbial and chemistry in process and finished product testing. A review of the product formulation stability data for all product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. All compounding and filling mbrs are subjected to 2 independent reviews. In addition, prior to product release, the following are reviewed: all chemistry and microbial finished product results, environmental, utility records, sanitization records. The product is compounded in the fwn facility using a stationary stainless steel tank. The sterilization of the product is achieved by in-line filtration using sterilizing membrane filters. Filling is performed in a grade a area (class 100). As part of the mbr review, all filter integrity tests are confirmed to be acceptable. Filling areas are routinely monitored for environmental (temperature, humidity, air pressure, viable and non viable particulates). The product literature provided on the inside of the product carton states that if you are allergic to any ingredient in this product, do not use. It also lists possible adverse conditions to the product stating that eyes may sting, burn or have itching irritation, comfort may be less than when lens was first placed on the eye, a feeling of something in the eye (foreign body, scratched area), excessive watering (tearing) of the eye, unusual eye secretions, redness of the eye or dry eyes may occur and offers suggestions to resolve. The literature also provides warnings including vision changes, precautions, and good lens care practices to avoid any eye injury or product contamination and to ensure proper use and storage of the product. A study was conducted by the r&d safety evaluation and risk management (serm) group which showed that there was no increase but rather a decrease in the reporting associated with red eyes, eye pain and excessive tearing. Based on reported complaints, this lot continues to be below the expected incident rate (1%) for these types of events. Literature also includes the notice that the reuse of solution or use of water with lenses may lead to contamination resulting in eye injury and potential loss of vision. Important safety information is also included in the literature, such as, always follow product directions for use, not for use with heat (thermal) disinfection, failure to follow product directions may lead to serious injury, always wash and rinse hands before handling lenses, discard any remaining solution in your lens case after each disinfection cycle. (Never reuse solution) to avoid contamination, do not touch tip of container to any service. Recap after each using. Potential root causes that could be associated with the complaint condition include: off label use, (cannot be confirmed), poor lens care practice, (cannot be confirmed), product contamination due to production environment, (unlikely due to the process controls in place), component sterilization (unlikely, all incoming inspection results were found to be acceptable). No root cause could be determined. Consumer product use and lens care practice cannot be confirmed. Lot specific evaluation is not possible without a lot code. All lots are reviewed for acceptable environmental data, in process test data, finished product chemical and microbiological data, etc. Prior to lot disposition. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the health professional via literature on 19feb2020, it was reported that out of 76 patients 58 patients have experienced corneal inflammatory events (cie) which includes contact lens peripheral ulcer (clpu) and infiltrative keratitis (contact lens acute red eye, contact lens associated infiltrative keratitis, asymptomatic infiltrates, asymptomatic infiltrative keratitis, or scattered infiltrates). Mixed, conditions where two of the three listed above were present simultaneously. The outcome of the events were not reported.